Event description:
The complaint reported that a patient that was implanted with an impella cp experienced complications with removing the introducer to advance the repositioning sheath of the impella cp. It was reported that during support, the physician pulled the dilator away from the clear locking collar. The collar was then cut off from the catheter for peel away sheath to be removed and the repositioning sheath to be advanced. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation. The impella cp was later explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in d4 (lot number/expiration date/product code/device serial number). Corrected information has been provided in d3 manufacturer fax. Upon review, it was identified that the information was inadvertently not submitted in the initial report. Corrected information has been provided in d6. Upon review, it was identified that the information was inadvertently not submitted in the initial report. Corrected information has been provided in g1 and g4. Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Any device-(separation, break): the cause of the dilator cap separation was not determined since the returned cap was cut and deformed and no other abnormalities were observed of the returned dilator. Device history review: the necessary materials were not returned for analysis so the serial/lot number could not be identified to complete a phr inspection.